Event description:
Pt was undergoing laparoscopic cholecystectomy. The surgeon was attempting to use the ligating clips (via an applier) to the vessels and ducts during this surgery. Eighteen clips were loaded (three packages of six clips each were used) in the applier. When the surgeon tried to close the applier (to apply the clip), the applier would not close. The one clip fell out (misfired) and its tiny, hook-end broke off and fell into the surgical wound. It could not be recovered. The remaining portion of the defective clip was recovered. The surgery was not extended, the pt was not harmed, and there are no risks of complications.